Event description:
Litigation papers received. Litigation alleges pain, elevated metal ions, and injury. Update rec'd 02/06/2015: plaintiff's preliminary disclosure form was received, which identified dor information. The stem and adapter sleeve are being added to the complaint due to elevated metal ion levels. The invoice was located for part/lot information. The complaint and associated mdrs were updated. The complaint was updated on: 02/23/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).